Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pressure and pain. A right ventricular (rv) lead perforation was confirmed on a chest ultrasound. Surgical intervention was planned and the lead remains in use. No further patient complications have been reported as a result of this event.